Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that defibrillation therapy was aborted by the device due to shorted output stage detection (sosd) while the patient was in an arrhythmia. The patient did not suffer any consequences due to the loss of therapy. Device replacement was anticipated; however the device was not replaced due to the patient¿s health condition. The patient status is unrelated to any device malfunction.